Event description:
The pt experienced surging and shocking during a severe electrical storm. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).